Event description:
Two problems: first; this knee implant had a small tear in both the inner and the outer packaging; rendering the implant non-sterile. This implant did not enter the sterile field. Second; the implant package bears the lot number sb108046. The implant is etched d1096. As a side event; facility didn't have another implant and facility intended to remove the poly bushing and flash sterilized the femoral. Facility couldn't get the poly bushing 62-3684; lot 18756. The hosp will not release contaminated products and it won't be returned. In the end; a different size implant was used and the time under anesthesia was extended approximately one hour.